Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fed into the jaws of the device sideways and were deployed sideways. It is unknown how the case was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed three clips as intended and it ejected seven clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The photograph shows a clip between the jaws at the distal tip that is partially formed and rotated 90 degrees and the device jaws appear to have been excessively yielded. The device feeding system that advances and loads the next clip into the jaws upon releasing the firing trigger does not have the force required to drive a rotated clip down the jaw track sideways yielding the jaws. The device had to have been placed over an object hard enough to displace and yield the jaws to the extent shown. (B)(4).